Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Manufacturer's investigation conclusion: suspected thrombus was unable to be confirmed as no product or relevant images were available for evaluation. A specific cause for the reported events was unable to be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Review of the submitted log files found a slight increase in average flow and power around (B)(6) 2024 along with a slight decrease in pi. The pump parameters appeared to return to baseline between (B)(6) 2024. A specific cause for the power/flow changes could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), document 100169835, rev. C is currently available. Section 1 ¿introduction¿ of this document lists pump thrombosis, hemolysis, bleeding, venous thromboembolism, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 5 also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ of the IFU lists thromboembolism as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. Section 6 also outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power, which is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review on a patient with increasing hemolysis. Symptoms included hematuria. Log files contained routine power source changes as well as 2 pulsatility index (pi) events just prior to the log retrieval on (B)(6) 2024. Transthoracic echocardiograms were performed on (B)(6) 2024. Results showed a history of congenitally corrected transposition and an aortic valve replacement which occurred at the time of implant. The indication for the study was attention to function, thrombus, vad cannula, atrioventricular valve regurgitation and aortic regurgitation. The aortic valve was not visualized well on the study. The valve did not open. No thrombus was noted in the context of suboptimal quality. Echobright linear opacity was noted in hepatic inferior vena cava with no change in the 2 studies, and it was stated that this may be an old thrombus. Mild tricuspid and mitral regurgitation were reported as well as severely depressed right ventricular (rv) function. The vad cannula was noted in apex of left-sided right ventricle and no thrombus formation detected in this area. Additional log files were sent on (B)(6) 2024. The patient had an uptick in their lactate dehydrogenase (ldh) level and a concern for elevated hemolysis markers on (B)(6) 2024 was reported. Pump acoustics sounded the same; flow and pi elevated were elevated the morning of (B)(6) 2024 and then went back to normal after. The log noted several pi events on (B)(6) 2024. There were no other unusual events recorded in the log file event history. The patient wase treated with intravenous (IV) fluids, maintaining a positive fluid balance, increasing anticoagulation within 48 hours, and lab values began to downtrend. On 5aug2024, the customer sent log files for review again, noting the speed ramping up since (B)(6) 2024 when thrombotic markers had risen. The waveforms and laboratory values were coming back to normal, and the pump acoustics remained unchanged. There were no unusual events recorded in the log file event history. The cause of hemolysis was thought to be that the ventricular assist device (vad) ingested a thrombus, though it was not certain, but it seemed to all have resolved. Thrombosis markers were baseline as were vad trends. It was reported that the hemolysis was resolved. The patients historically complicated post-operative course including thrombectomy is covered under MFR 2916596-2024-03952.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.